Manufacturer narrative:
The following devices were also listed in this report: 25mm mod rev hip body/bolt stdcomponent level 9006-1-025; cat# 6276-1-025; lot# 44696902; delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 60098701; 17mm x 217mm bowed plasma stemrestoration modular hip system; cat# 6276-5-417; lot# 44225201; md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 62586320; md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 63041205; md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 63014803; md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 63014803; 17mm x 267mm bowed plasma stemrestoration modular hip system; cat# 6276-5-517; lot# 51757401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "patient had an infection and had some components exchanged during the I and d".